Manufacturer narrative:
Subject device has been received and is still in the eval process. A review of the device history records, shows that the device was made according to specifications. After review of the material analysis, material changes were made to address tip breakage and improve the strength of the tips. The reported complaint device was manufactured prior to the device changes. The risk analysis was updated to reflect the design change and adequately addresses the risk for this complaint condition. The device is still in the investigation process.

Event description:
The tip of the coronal rod bender broke off when bending cobalt chrome rods. The tip was retrieved and discarded.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Initial report indicated that evaluations were still in process. According to the investigation requirements all evaluations were completed at the time the initial medwatch was submitted on (B)(4) 2012.